Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed maxcore disposable core biopsy instrument was received. Sample was opened for evaluation purposes. No visual anomalies were noted to the device. On functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Even though the device was able to fire properly and obtained all samples with no issue; the investigation is inconclusive for the reported failure to fire issues as the original device was not returned for evaluation. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method). H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.